Event description:
Attempts to obtain additional information were completed on 6/25/2010, 7/14/2010 and 7/21/2010 and no response has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a reversal colostomy procedure, when the surgeon extracted the device from the patient, the staple line fell apart. The surgeon could not see any staples. The temporary colostomy was redone and the patient is stable. The surgeon is going to let the tissue heal and try to do a reversal at a later time. There was no future patient consequence. Additional information has been requested.